Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 11-june-2020. Visual analysis of the photographs identified; a little fluid is observed in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.